Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a lateral cage insertion at the l1/l2 l3 levels, a medium eccentric dilator 10mm dia for lateral retractor and a strong arm would not tighten together enough to be rigid. This device is intended to be rigid, there was still some wiggle or play in the retractor. There was a 25 minute surgical delay. There was another lateral retractor and a strong arm readily available and used successfully. The surgery was successfully completed. No further patient harm was reported. No additional information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: DHR review for part 03.816.800 lot 7830756, release to warehouse date: 14-jan-2016, supplier- mediflex surgical products, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: found no evidence that the device was non-conforming in its current state. The device is able to tighten and loosen appropriately. This same device conformed to manufacturing specifications at the time of manufacturing. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: upon inspection of the returned instrument, the complaint was able to be confirmed as the strong arm was able to be adjusted after the knob was fully tightened. The portion of the arm that connects to the retractor body did exhibit some resistance but was able to be manually manipulated with little force. Grinding noises could be heard as the tightened arm was manipulated. The complaint was able to be replicated. The instrument was forwarded to the supplier ((B)(4)) where the device was found to be conforming and the complaint description could no longer be replicated. Although the definitive root cause could not be determined with the given information, it is likely that an object became jammed within the gears of the knob that prevented the strong arm from fully stiffening during surgery and its initial inspection. The obstruction was likely dislodged by that the time that the supplier conducted the final evaluation. In addition, mishandling or excessive force could have contributed to the complaint condition. Per the technique guide, the strong arm is part of the insight¿ lateral access system that is designed to support the minimal invasive approach to the spine. The strong arm (part 03.816.800) provides a fixed and rigid structure for the retraction system when the strong arm is fully tightened. The connector (03.816.801) connects the strong arm to the retractor body. The relevant product drawing was reviewed during the investigation. The drawing was found suitable to determine the intended device design, application, and dimensional conformity. No material review reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.